Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 525 mg/dl; cause was not known. Subsequently the customer went to the emergency room where they were later hospitalized. Reportedly, the customer experienced vomiting. Dizziness, and headaches. The customer was treated with perfusions of insulin and injections. Customer was discharged with the issue resolved. No additional information was provided.

Manufacturer narrative:
Additional information was received on february 11th, 2025 stating the customer was hospitalized for one night and discharged the next day with no clinical consequences. The customer was given manual injections to revert to for insulin therapy.